Manufacturer narrative:
D10: concomitants: 2616493 02-010-01-0240 - logic femoral ps cem left sz 4. 2623548 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. 2296341 200-02-38 - three peg patella 38mm. Pending investigation.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2013. Approximately 5 years and 8 months after the initial procedure the patient had a left knee revision on (B)(6) 2019 due to swelling and symptoms of patella-femoral instability of his left knee. The patient was found to have joint effusion and closed dislocation of patella and bicipital tenosynovitis. The patient was treated with a steroid injection. The operative report notes significant synovitis and significant laxity. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
H6. Investigation results -the cause of the patient¿s condition and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient was upsized in tibial insert size. There was no mention in the revision operative report about device malfunction or wear. Instability is listed as a potential adverse event associated with total joint replacement surgery. The patient has bilateral knee replacements. These devices are used for treatment not diagnosis. There is no other information available.

Event description:
Operative report of 22 may 2019- revise to exactech truliant tibial insert and patella. Operative procedure 1. Arthrotomy and complete synovectomy, left knee 2. Revision of patellar component 3. Revision of tibial tray, left knee. Postoperative diagnosis: patellofemoral instability & flexion instability. Procedure: chronic swelling of left knee. Synovectomy performed. Significant laxity noted on varus and valgus stress in mid flexion. Sterile dressing applied; awakened and taken to recovery in satisfactory condition. There is no other information provided.

Manufacturer narrative:
Updated fields: a2 corrected fields: b1, b2, d4, d10, g, g2, g3, h4, h6: added clinical codes, added component code, corrected type of investigation and investigation findings.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect, medical device, component, and investigation clinical codes.